Manufacturer narrative:
To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, the tip of the syringe was observed burnt. This defect is categorized as a plastic burn (diesel effect). Two (2) shelf cartons of retained samples of the same lot number were obtained from the manufacturing facility for further review. The retained samples were inspected, and no burns or defects were identified. A device history record review was completed for provided material number 306575 and lot number 4212821. The product was released according to defined specifications and requirements including sterilization and final lab testing. There was a quality notification identified for syringe tip burnt, which could be related to this reported incident. The product was put on hold and scrapped, but as per this reported incident, the segregation process was not correctly performed. Burn marks are discolorations, usually dark reddish-brown or black streaks on the surface of the molded part. This defect has several possible causes, but it all results from air being trapped in the cavities of the injection mold. During the injection process, the air trapped inside the cavity mold is highly pressurized and becomes superheated, scorching the plastic. The dark color is the carbon residue from the burned front edge of the flowing plastic. The dark mark on the pictured syringe is not ink or foreign matter, but burnt plastic caused by the molding process. This type of defect may occur randomly based on several molding factors. This defect does not pose any risk to the patient as it is not foreign matter but burnt plastic. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd posiflush foreign matter on the syringe tip. The following information was provided by the initial reporter: tip of posiflush is black/dirty? Before use: second notice of the tip of the posiflush being black... Ink or dirty is unknown.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.